Manufacturer narrative:
The country of origin is (B)(6). The customer noted that the analyzer was presenting calibration error problems with the crep, ua, trigl and chol. In review of the analyzer, the field service engineer noted that the wash station of the reaction cuvettes was checked, and it was observed that a hose was clogged generating an overflow of water to the adjacent cuvettes. The obstruction was removed and after this, calibrations and controls were processed, correcting the problem. During a visit by the field service engineer, it was observed that the laboratory door was open which possibly led to an increased temperature and humidity in the laboratory.

Event description:
The initial reporter received questionable creatinine plus ver.2 results from the cobas 6000 c (501) module. The initial result was 2.39 mg / dl processed in red cap tube without additives and the repeat result was 1.45 mg / dl processed in red cap tube without additives. The questionable result was not reported outside the laboratory. The reagent lot number was 434708 and the expiration date was 30-jun-2020.